Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse found that pr4 is leaking and replaced it pn (B)(4). As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was received from carefusion fse on 4/8/14. The carefusion fse called to report that the green and red bulkhead pressures are high, 4.6psi for green and 7.69 for the red. He did the calibration for the pr3 and was able to get the 1 psi and then the 0.75 psi. He reports that the pr3 was a bit too hard to turn. There was no indication of patient involvement.